Event description:
The physician reported that during an implant attempt of the subject device, connection problems were incurred with the ventricular lead. Specifically, it was indicated that the screwdriver click was heard, but the lead could be pulled out of the device, which was repeated several times without success. Patient dizziness was reported, since the patient was pacemaker dependent and the implant procedure was abnormal.

Event description:
The physician reported that during an implant attempt of the subject device, connection problems were incurred with the ventricular lead. Specifically, it was indicated that the screwdriver click was heard, but the lead could be pulled out of the device, which was repeated several times without success. Patient dizziness was reported, since the patient was pacemaker dependent and the implant procedure was abnormal.